Event description:
It was reported there was a stator not on error prevented the system from booting up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor relay board was replaced during the service call. The system was tested and found to be working as intended and put back into service.